Event description:
Information received by medtronic indicated that the insulin pump had a loss of communication between mobile device and insulin pump. The customer stated they were not able to pair the insulin pump to the mobile. Troubleshooting was performed but the issue persisted. No harm requiring medical intervention was reported. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event more than 10 times using the smartphone android app: minimed mobile (software version 1.2.1) installed on samsung galaxy s21 5g (android version 12) with 780g (software version 6.7) was made but it was successfully reproduced. Similar issue was found under esf (B)(4). During testing, we did a factory reset on the device and paired again, this seemed to resolve the issue and was not reproduced thereafter. Software did not performed as expected after the factory reset as per specification (ble connect mobile application and pump spid, (B)(4)). In this instance it seems the likely cause is related to the samsung bluetooth chipse. But due to lack of logs we could not confirm. In this case, steps to resolve the issue were provided to customer. To reset network settings and clearing the data of the bluetooth app. Helpline confirm the issue was now resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.